Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensor had a fractured cannula. The customer's blood glucose was 16mmol/l. It was reported that the customer found sensor cannula fractured while in the body. It was reported that the sensor cannula was not in the body anymore during troubleshooting. The product will not be returned for analysis.